Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins). This was considered a sudden change in therapy/symptoms. It was reported that the patient was in the emergency room because they were experiencing pain and shocking from the device. It was noted that the patient had a fall three days prior, but only began experiencing the noted symptoms on (B)(6) 2019. The hcp connected to the patient's ins and noted that it stimulation was on, program 3 was in use, and amplitude was set to 0.0 volts. The hcp turned the ins off, but the patient's symptoms appeared to have persisted. It was noted that the hcp would follow-up with the managing doctor.